Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below. Inspection of the endoscope: inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. Carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. Wipe the video connector, including the electrical contacts, using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope's insertion tube rotates and becomes twisted. There were no reports of patient harm. During evaluation, the objective lens adhesion was found to be peeling. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured. In addition to the peeling adhesive around the objective lens, the evaluation findings are as follows: the distal end was deformed, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the video cable had a cut, the universal cord had a cut, due to wear of the angle wire, bending angle in the "up" direction does not meet standard value, due to damage on the charged coupled device, the image had white dots, switch (#1) had discoloration, indication on light guide connector was not correct, and the video connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.